Event description:
Physician was using a clearway rx in the right sfa to deliver drug and upon removal they noticed the balloon was missing off the catheter shaft. The physician believes it most likely got caught on a piece of calcified plaque. Physician ended up tacking the floating clearway balloon utilizing a viabahn self expanding covered stent in the sfa.

Manufacturer narrative:
There were no difficulties in delivering the device to the intended site. The bolus of medicine was delivered successfully and the balloon also deflated successfully. Atrium believes it is unlikely the tear occurred during introduction and advancement prior to the infusion because no resistance to advancement was noted. It is also unlikely that the balloon tear occurred during infusion. The clearway device is a porous balloon, so it is not susceptible to burst failures similar to a typical non-porous pta balloon. The device history record for this lot was reviewed and no issues or discrepancies were found. No sample was returned to atrium for eval, therefore, it is not possible to determine the cause of the failure. On (B)(4) 2012, f/u received by the hosp included: "there was no adverse symptoms observed and the outcome was reported as positive."